Event description:
Philips received a complaint from the customer, reporting that while servicing the device, the v60 ventilator had ground reading issues for the proximal and gas outlet points. There was no patient involvement when the issue occurred. There was no patient or user harm reported. The philips remote service engineer (rse) recommended to the customer to press down on the ground wire in front of the power supply for a better connection. The customer was able to solve the ground reading issue.